Event description:
Elderly male with history of diabetes, pneumonia and lung lesion. Having a thoracoscopy, wedge resection, the white tip/insert of the grasper came off after cauterizing tissue. No known harm to patient, device #2 used to finish procedure.